Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide; model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: (B)(4) (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: (B)(4) (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
The customer reported her blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 4 and 24 hours. The pod's cannula came out of the skin.